Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery during bolus attempts. Her blood glucose was 500 mg/dl, then 570 mg/dl, and then 507 mg/dl. The customer treated with a manual insulin injection. Troubleshooting was initiated and the customer was unable to successfully prime. The customer then disconnected and reconnected the infusion set and reservoir, rewound the insulin pump, and ran another prime: this time insulin exited. The insulin pump was working as designed and the customer was advised that the no delivery was caused by a connection issue. No products were returned or replaced.